Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the left ventricular lead exhibited a possible coil fracture and failure to capture during testing. No programming changes were made and lead functioned properly after testing. Patient was stable.